Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a friend or family member of a patient. They reported that the device is not working again. Caller had been working with manufacturer representatives (reps). The rep had been calling them every week in july and the daughter thinks to check up on them. The daughter said, it might have been earlier in may or june when they first notified the rep that the patient wasn't getting relief. At the last doctor visit september 10, 2020 changed program 1 and 2. They have been increasing the interstim device every day or maybe every two days. The daughter said it looks like they got to the end of program number 1 and it only went to 6.35 volts. They changed it to program 2 just now and got up to 5.8 volts and is barely tingling. If it only goes to 6.35 volts then they are almost at the end. They running out of options. The patient just went to the bathroom. The daughter is having t he patient drink water to see if they can go to the bathroom. The daughter would like the rep to call them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported the patient has been having trouble with her ins as they noticed the stimulator was not working to resolve their symptoms so she increased stimulation. She states 'the first two times it didn't do anything, then I pushed it a 3rd time and it sent a terrible shock to my private area' pp shows stim is set to 2.4 on p4. Patient changed to 0.6 on p1 and feels comfortable stimulation. There were no device issues reported. Additional information was received on 2020-06-23 and patient re-reporting the same information below; loss of therapy and shocking when increasing stimulation. Caller states that the patient's symptoms are back to where they were prior to implant. Caller states that they spoke with the hcp and the hcp recommended to change the program every 2 weeks. Caller states that they have done this but do not see any difference in her symptom control on each program. Caller states that the patient said one program worked for a week and that was all. Pat agent reviewed the possibility of reprogramming and redirected to hcp; caller states that the patient has an appointment on (B)(6). Caller mentions that the patient is scared to death to use the device because of the shocking that has occurred. Caller mentions that when the patient got the shock that is documented below (2.4v on p4) it actually "burnt" her vagina and her vagina was red and sore. Caller states that the "damage was already done" so decreasing wouldn't of helped. Caller states that this occurred in (B)(6). Caller then mentions that in (B)(6) she changed the patient to a different program and didn't realize she needed to decrease stimulation before activating the new program so she shocked the patient again. Caller then mentions when they saw the hcp in the past (date unknown) the hcp will just hold down the increase stim button so stimulation would increase really fast to the point where the patient would feel stim and almost shock her then the hcp would decrease back down to a comfortable level. Pat agent reviewed information and redirected to hcp to check ins status and no further patient complications are anticipated or expected as a result of this event.